Manufacturer narrative:
Visual analysis of the returned device identified creases fold, deformation of the device, calcification, and weight to the spec. Cloudiness in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Patient reported right side capsular contracture, baker grade unknown with "pain and hardness." Physician reported a baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade iii.

Event description:
Patient reported right side capsular contracture, baker grade unknown with "pain and hardness." Physician reported a baker grade iii. Device has been explanted.